Manufacturer narrative:
Other, other text: device evaluation is anticipated. When the device is evaluated or new information is obtained, a follow-up report will be submitted. Health effect impact code: no adverse event, no patient impact. E1. Initial reporter zip code exceeded allowable field length, initial reporter zip code is as follows: (B)(6). E1. Initial reporter phone number exceeded maximum allowable digits, phone number is as follows: (B)(6).

Event description:
The customer reported when the rad-g "is powered on and in use, but sometimes it suddenly turns off and then restarts on its own. Even when it's plugged in, the charging icon doesn't appear, and sometimes it doesn't seem to be charging." There was no patient impact or consequence reported.